Manufacturer narrative:
G4:12jan2021. B4:13jan2021. The customer evaluated the device with assistance from a philips remote service engineer (rse). It was determined that the power management printed circuit board assembly (pm pcba)needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the pm pcba to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
It was reported to philips that the device had a 24 volt power failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.